Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for 78997 was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle have white droplets on them that appear to be glue and needle tips/bevels are defective (bent).

Manufacturer narrative:
Date received by manufacturer is corrected to 02/27/2017.